Event description:
It was reported that the device was used during a laparoscopic cholecystectomy procedure. It was reported by the rep that the (1) al326 would not fire clips. Another al326 was pulled and the case was completed. There was no consequence to the pt. The device was from kit fdc04.